Event description:
One incident of leakage from the transfer set when the clamp was in the closed position. Per the affiliate, the patient noted this during use. The patient's transfer set was changed and no patient injury was associated with this incident, per the affiliate.